Event description:
It was reported that a large volume infusor leaked; the inner wall of the lower part of the pump body (housing) had small water droplets of various sizes scattered around. The device contained chemotherapy drug. The infusion was suspended to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from october 20, 2021 ¿ october 21, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed and several liquid droplets were observed located on the inner wall at the lower area of the cover. Due to the nature of the sample no further testing could be performed. The reported condition was verified. The cause of the condition could not be determined however, a probable cause may be related to condensation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.